Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 03sept2019. The field service engineer (fse) confirmed the issue. The fse replaced the gds to resolve this issue. Failure analysis of the returned part shows root cause was not determined. The gas delivery system assembly (gds) was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the system was not passing the leak test. There was no patient involvement.